Event description:
It was reported that during the surgery, when severing pulmonary segment parenchyma and bronchi on the fourth firing, after fired, noted the staples malformed with irregular shape. Changed another two to use , they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # 542c92. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with three ecr60g reloads present. The reload (b) was received partially fired 1/16. The reloads (c&d) were received partially fired. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The reload (b) is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The reloads c &d, it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 542c92, and no non-conformances were identified.